Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: the following updates are for the concomitant product analysis. H2 h3 h6 product analysis: upon receipt of the concomitant complaint device (product ID: evfxplus-26, serial/lot #: (B)(6) at medtronic¿s quality laboratory, visual analysis showed the valve was received in a ziplock bag it its original box and jar fully submerged in a clear unknown solution. The valve was discolored, showing evidence of blood contact. The valve appears crimped, with the valve tissue appearing desiccated. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. Leaflet 2 had damage. All leaflets appear to be in the open position. Thrombus was observed on the commissures. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The outflow and inflow appeared elliptical. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded within the delivery system for an unknown duration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-26, serial/lot #: (B)(6), ubd: 14-nov-2027, UDI#: (B)(4). H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted to fracture the previously implanted surgical aortic valve. The delivery catheter system (dcs) was then inserted into the patient and the valve was then partially deployed at the aortic annulus. It was identified during deployment that the valve was positioned too shallow in relation to the aortic annulus. Subsequently, the valve was recaptured and repositioned. The valve was then partially deployed for a second time. During deployment, the valve was noted to be positioned too high in relation to the aortic annulus. Subsequently, the attending physician attempted to recapture the valve but was unable to. Upon further inspection, it was identified that the pigtail portion of the guidewire had became trapped in the dcs. After attempts to dislodge the pigtail portion of the guidewire without success, the attending physician decide to deploy the valve to 80% in the patient's ascending aorta. It was then further discovered that the pigtail portion of the guidewire had entered the valve through the coronary opening and was effectively trapped inside the valve. It was then decided to replace the valve due to concern about potential leaflet damage to the valve. Subsequently, a new valve and dcs were utilized to complete the procedure. A 10 minute procedural delay occurred due to this event.

Manufacturer narrative:
Updated data: b5, d10, h6. Continuation of d10: concomitant medical devices in use during the event include: product ID: {safari guidewire}; product serial/lot number: {unknown}; product type: {non-medtronic guidewire}; implant date: {n/a}; explant date: {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received the pigtail catheter was removed and the valve was able to be recaptured and withdrawn from the patient. Subsequently, leaflet damage was confirmed on the valve. A non-medtronic guidewire was used during the procedure.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted to fracture the previously implanted surgical aortic valve. The delivery catheter system (dcs) was then inserted into the patient and the valve was then partially deployed at the aortic annulus. It was identified during deployment that the valve was positioned too shallow in relation to the aortic annulus. Subsequently, the valve was recaptured and repositioned. The valve was then partially deployed for a second time. During deployment, the valve was noted to be positioned too high in relation to the aortic annulus. Subsequently, the attending physician attempted to recapture the valve but was unable to. Upon further inspection, it was identified that the pigtail portion of the guidewire had became trapped in the dcs. After attempts to dislodge the pigtail portion of the guidewire without success, the attending physician decide to deploy the valve to 80% in the patient's ascending aorta. It was then further discovered that the pigtail portion of the guidewire had entered the valve through the coronary opening and was effectively trapped inside the valve. It was then decided to replace the valve due to concern about potential leaflet damage to the valve. Subsequently, a new valve and dcs were utilized to complete the procedure. A 10 minute procedural delay occurred due to this event. Additional information was received the pigtail catheter was removed and the valve was able to be recaptured and withdrawn from the patient. Subsequently, leaflet damage was confirmed on the valve. A non-medtronic guidewire was used during the procedure. Additional information was received that the leaflet damage appeared "scalloped" at the edge of the valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.